Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level and moderate levels of ketones. Supply changes were performed and correction boluses were delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.